Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt the guide wire would not insert into the lead. The lead was not used and another lead was successfully implanted. No patient complications were reported as a result of this event.